Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (monophasic pulse during pulse testing) has been confirmed. Upon investigation the monitor displayed a service code 105 (pulse test relay stuck) service code 204 (belt/monitor unusable) and failed incoming testing.  A review of device download data confirmed that the monitor delivered a monophasic pulse during incoming pulse testing at the distributor. The service code 105 was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The cause for the service code 204 was isolated to an intermittent u409 component. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. The root cause for the shorted igbts and u409 component cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor experienced a monophasic pulse.